Event description:
It was reported by service report that the fowler could not be lowered electronically or manually. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler CPR isolator, CPR engagement spring.